Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator touch screen keeps freezing. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and isolated the reported issue in the laboratory setting. The root cause of the reported issue revealed damage to touch screen.